Manufacturer narrative:
Following confirm explant and return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a recent follow-up visit. Device replacement was recommended however not yet completed. No adverse patient effects have been reported.